Manufacturer narrative:
Lot number was updated based on additional information. The patient is (B)(6). An event regarding revision involving an accolade stem, mitch head, mitch shell was reported. The event was not confirmed. Device history review indicated all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, progress notes, and x-rays are needed to fully investigate the event.

Event description:
Patient review by surgeon as part of clinical trial. Patient developed mantle cell cancer, symptoms require revision surgery. Hip revision surgery planned for (B)(6) 3013

Event description:
Patient review by surgeon as part of clinical trial. Patient developed mantle cell cancer, symptoms require revision surgery. Hip revision surgery planned for (B)(6).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.